Manufacturer narrative:
The affected device was available for investigation at the manufacturer. In an 11-day continuous test, no malfunction could be detected. From the logbook it could be seen that the evita performed a warmstart. However, there are no entries in the log that

Event description:
The affected device was available for investigation at the manufacturer. In an 11-day continuous test, no malfunction could be detected. From the logbook it could be seen that the evita performed a warmstart. However, there are no entries in the log that allow a more precise definition of the root cause of the failure. Based on this information, an exact cause cannot be determined, but a sporadic malfunction of the circuit board cpu is possible, which is involved in every restart of the device. The device has behaved as specified for a technical fault, a warm start was initiated (duration approx. 8 seconds) and an alarm was generated. During the warmstart, the evita opens the airway system to allow spontaneous breathing.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that in the evening around 10 pm the device rebooted during the ventilation of a patient. The patient was then manually ventilated. A transfer of the patient with the ventilator to another room did not fix the malfunction. The patient was then ventilated with a replacement evita. It was reported by user that the patient died a day later; but not due to the ventilation interruption.